Event description:
The customer reported that the 9800 system was arcing from the x-ray tube during a case. There was an overload fault error and the screen went blank. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.